Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-35 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient felt palpitations, but the implantable pulse generator (ipg) device was not properly mode switching. It was also reported that only every other atrial event was being seen by the right atrial (ra) lead and small p-waves were measured. Reprogramming was performed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.